Event description:
It was reported that during a lobectomy, the device fired malformed staples and delivered an incomplete cut line. One of the lockout springs was noticed to be bent after the removal of the cartridge. The procedure was completed with add'l sutures. There was no adverse consequence to the pt.